Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 80 mg/dl at the time of the call. The customer was given d50 to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was not working and was over delivering. The customer mentioned sensor glucose versus blood glucose differences. The customer reported a flush pump drive support cap. Troubleshooting was not completed. The customer had numerous emergency assistance incidents in the course of the last 4 months. The insulin pump will be returned for analysis. Unomed set.